Event description:
It has been reported to philips that the system will not power up. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering up. Upon¿functional testing, fse found that mpdu in the m-cabinet was causing the system not to boot up. Then fse replaced the mpd control unit. After replacement of mpd control unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.